Event description:
It was reported that pump displayed malfunction alarm code 9 with a corresponding fault ID, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for resetting pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code appeared again.